Event description:
The customer reported being hospitalized due to hyperglycemia and high blood glucose of 239mg/dl, dehydration, dry mouth, constant urination, and felt like she was going to have a heart attack. The customer was treated with the insulin pump and a manual injection. The caller stated that her infusion set was disconnected at the site, which caused her high glucose level. Troubleshooting was declined as customer will see her doctor days later. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.